Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 mg/dl to 110 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 210 and 226 mg/dl. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer stores the supplies in the kitchen, customer educated of product proper storage environmental conditions. Customer has not had any recent changes in the diet, exercise, or medications.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80mg/dl to 110mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 210 and 226mg/dl. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer stores the supplies in the kitchen, customer educated of product proper storage environmental conditions. Customer has not had any recent changes in the diet, exercise, or medications.